Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when the user tried to recover the drawer by closing it, the system did not detect that the drawer was closed and displayed the error message "failed drawer/requires maintenance". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that light emitting diode (led) indicated drawer was not closed. A field service engineer removed the drawer, inspected the sensor and magnet (both were functional), replaced the hard stop, and confirmed the drawer was properly detected as closed and customer verified functionality. Additionally, the fse checked connections and removed debris. The system functioned as intended after the field service engineer repaired the device.